Event description:
Customer reports a meter reading of 98mg/dl. Customer reports he would then remove and reinsert the same strip with the same blood drop on the strip and insert it in and, then take it out over and over with readings ranging from 88 - 171 mg/dl on the same strip. Customer was doing out of meter dosing while using the active system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.